Event description:
It was reported that the bd micro-fine¿+ pen needle broke during use and has not been found. The following information was provided by the initial reporter, translated from chinese to english: insulin needle purchased from hospital was broken during use on today. According to the feedback, the examination result shows fine and the customer physically feels well. The pen needle has not been found yet, the customer is not sure of whether it is still in the body.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26-jul-2022. H6: investigation summary: samples were received and an investigation was performed. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Returned photos show cannula missing. Customer returned one actual sample. Adhesive and hub is bonded well and no bubbles seen. The cannula is missing. 14 retentions were checked by adhesive appearance, needle pull force and puncture test, all results meet products specification. Pen needle product has 100% adhesive height, adhesive volume inspection by visual system, and defect part will be rejected automatically. Based on the investigation above, the certain cause cannot be concluded at this moment. Bd was able to confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke during use and has not been found. The following information was provided by the initial reporter, translated from chinese to english: insulin needle purchased from hospital was broken during use on today. According to the feedback, the examination result shows fine and the customer physically feels well. The pen needle has not been found yet, the customer is not sure of whether it is still in the body.